Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part #: 03.010.107, synthes lot number: 5272767, manufacturing site: synthes brandywine, release to warehouse date: june 27, 2006. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the stardrive screwdriver t25/self-retaining (part code: 03.010.107. Lot no: 5272767) was received at us customer qualityt (cq). Visual inspection of the received device indicated that the proximal end of the screwdriver handle was damaged due to flaking, small chunks of the proximal end of the handle were broken off and not returned. Several scratches were identified on the screwdriver shaft surface and they were consistent with the normal wear. Some scratches on the screwdriver shaft surface are in a pattern that was not consistent with normal use. Device failure/defect identified? Yes. Dimensional inspection: the thickness of the returned screwdriver handle measured 20.20 mm at cq (calipers ca802) which is within the specification of 20.0 ± 0.5mm per handle component drawing. The width of the returned screwdriver handle measured 40.10 mm at cq (calipers ca802) which is within the specification of 40.0 ± 0.8 mm per handle component. Document/specification review: the following product drawings were reviewed: sd 25 screwdriver self retaining, t25 stardrive screwdriver self-retaining, handle. Complaint confirmed? Yes. Conclusion: the overall complaint was confirmed for the received device as small chunks of the proximal end of the screwdriver handle were broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during a routine inspection at sterile processing department it was discovered that the stardrive screwdriver handle had pieces flaking off of it. There was no patient involvement. This report is for one (1) stardrive screwdriver t25/self-retaining. This is report 1 of 1 for (B)(4).